Manufacturer narrative:
The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Omsc surmised that the reported phenomenon was attributed to the hitting the distal end to the floor. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after an unspecified procedure, the insertion tube of the subject device slipped from the operator hands and hit the floor, the distal end cap was broken. Olympus europa (B)(4) checked the subject device and confirmed the broken distal end cap. There was no report of patient injury associated with this event.